Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board and defective locker of the video socket connector could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
While inspecting a returned olympus evis exera iii video system center loaner device, the image was flickering on the display. This event had no patient involvement.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation there was an intermittent image on the display due to a faulty printed circuit board. Additionally, the housing had notable damaged present. The top cover, front panel, chassis feet all needed replacing due to poor appearance. The scope socket connector had a defective locker as well, compromising the connection. If additional information becomes available following the device evaluation, a supplemental report will be filed.